Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 650 mg/dl. The customer stated that in the afternoon his blood glucose levels had already been in the 300 mg/dl range. He stated that he had changed the infusion set site and was not receiving insulin, so he bolused, but the blood glucose levels continued to rise. He was treated with fluids via intravenous drip and insulin twice. He stated that he was wearing the insulin pump at the time of the urgent care visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.